Event description:
On or about (B)(6) 2014, a technician at (B)(6) performed a procedure on my face using the radio-frequency device known as tripollar apollo. The device was used on my face for the purpose of elimination of the lines and wrinkles around the mouth area. The device, although used at the recommended temperature and settings for performing a facial procedure, wounded and burned the skin tissue leaving permanent red spots on my face. Also, the device caused loss of volume within my face including a loss of subcutaneous fat tissue that liquified and the bodily processing of the liquified fat caused swelling of the lymph nodes around the face and neck. The end result of the procedure is permanent burn spots on my face, a gaunt appearance due to loss of the healthy subcutaneous fat, and painful swollen lymph nodes. In addition, the device failed to get rid of the fine lines and wrinkles around my mouth. Instead, there are more wrinkles around the mouth due to loss of volume in the cheeks. Aside from this, I am in great distress psychologically over the failure of the device to perform properly as well as the dramatically aging results I have suffered from this device. I also experienced dry mouth and eye symptoms for three weeks following the procedure. My mouth would not wet properly when I needed to chew food. My eyes (which now bulge out of my head due to the loss of volume around the cheeks) have difficulty staying wet and grow tired and strained much more easily. I have also noticed pain that comes and goes which is below my cheek bones and radiates up to my ear. These symptoms are all new, and I have seen my primary care physician who noticed the sunken look of my face and has referred me to a dermatologist. My first dermatologist visits to take place (B)(6) 2014. I would be happy to send the FDA an update on what diagnosis my dermatologist gives me. Nevertheless, I believe that the FDA should know that tripollar apollo is a device that can cause serious damage to the body, and that it should not be used by anyone other than licensed dermatologists who are properly trained to use the device.